Event description:
Situation: crrt (continuous renal replacement therapy) filter set piece of tubing fell apart during set up of the machine. Background: while setting a new set, the pbp (white striped) tubing that is typically permanently affixed to the set (near where the tubing is placed on the pbp pump), spontaneously fell off the set. The set was removed from the machine and not used for patient care. Assessment: defect in tubing set. Plan: sequester set. Set cvvh prismaflex m150. Infor# (B)(4). Lot #2310087ca, exp. Date [redacted date]. Set came from a box of four, two sets used without any issues, also sequestered unused set in box. Set involved never used for patient.